Event description:
Middle aged female with presentation of chest pain and hypertension. In the heart cath lab, having a heart catheterization, the merit prelude radial sheath dilator did not have a hole for the wire. It was manufactured closed. Removed from the patient without difficulty, no known harm to patient.